Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer stated that approximately 2 weeks prior to the reported issue, the pump had potentially been exposed to extreme humidity as the customer had worn the pump in the rainforest in peru. Customer's blood glucose level was 172 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and different issues were identified.